Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case: (B)(4). Manufacturer reference#: (B)(4).

Event description:
On 06/12/2026, it was reported that the top tray cracked in the anterior portion of the appliance. The patient reports it cracked while they were wearing it. The device was delivered to the patient on (B)(6) 2026. The patient began using the device on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.